Event description:
It was reported that the patient was experiencing an increase in charge burden. The patient underwent an ipg replacement procedure wherein an MRI compatible deice was implanted. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing an increase in charge burden. The patient underwent an ipg replacement procedure wherein an MRI compatible deice was implanted. The patient was doing well postoperatively. Additional information was received that the explanted device will not be returned per hospital policy.